Event description:
It was reported that patient presented in clinic for routine check-up. It was noted that atrial lead exhibited oversensing noise leading to inappropriate mode switch. No intervention was performed. Patient condition was stable.